Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has decreased hearing sensations with the device since (B)(6) 2016.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Patient has decreased hearing sensations with the device since (B)(6) 2016. No further information has been received from the field.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Patient has decreased hearing sensations with the device since (B)(6) 2016. The patient was re-implanted